Manufacturer narrative:
The quick release t-handle was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A 12-month review of the complaint trend analysis for the product code found no other complaints of this nature had been reported. Without the return of t-handle, we are unable to confirm the reported issue or identify the root cause. As no systemic trend has been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was removing a vsp steffe plate before instrumenting with competitor hardware. He had a 3/8 bolt remover attached to the quick release t-handle and was hammering it onto the bolt with a mallet, trying to get good purchase in order to back the bolt out. When hammering hard with the mallet, two small pieces of metal broke off from the quick connect portion of the t-handle. The broken pieces of metal were retrieved and it was confirmed that there were no fragments left in the patient. The rest of the surgery was completed with no problems.